Event description:
The customer reported that the lift column was sticking. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep replaced the power supply.